Manufacturer narrative:
Six venipuncture holders and five needles (from a different manufacturer) were returned for product inspection. Visual inspection of the returned venipuncture needle-pro devices did not reveal any visible defects or anomalies. During functional testing, the returned samples were manually assembled to the returned (non-smiths) blood collection needles. All needle samples were fully seated within the mating threads of the venipuncture needle-pro devices (as directed in the instruction for use) without issue. After assembly, the needles' security to the venipuncture needle-pros was tested by applying force to the component with a force gauge, extension rod, and self-centering dome. The test force applied exceeds that which is required to engage a blood collection vacuum tube. An axial force of 10 lbs. Was applied to the back of the blood collection needle attempting to push the needle from the holder. This procedure was repeated 3 times with each of the returned needles and venipuncture needle-pro devices. Following each application of force, the needle was observed for disengagement (complete or partial). All needle samples remained fully seated within the venipuncture needle-pro devices. While no failures were observed during the above testing, attempts to recreate the failure mode was only possible when the needle was not fully seated within the venipuncture needle-pro device.

Event description:
The the user facility reported that the needle detached from the venipuncture holder while giving an injection in a patient's arm. The reporter indicated that no adverse health outcomes occurred in result of the event.